Manufacturer narrative:
Concomitant therapies: juvéderm voluma® xc. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "cellulitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the cheeks and nasolabial folds with juvéderm voluma® xc and juvéderm® ultra plus xc, 2 syringes in total. The patient was pretreated with benzocaine and was given ice post-treatment. Three days later, the patient experienced ¿erythema/induration/edema¿ in both cheeks, diagnosed as "cellulitis." The patient was seen by the injector and was prescribed bactrim ds t po bid x 10 days. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00471 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra plus xc.